Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6) 2012 during a colonoscopy. According to the complainant, during the procedure the clip locked onto the target tissue but would not release from the delivery catheter. The clip had to be pulled from the tissue, causing some additional bleeding. The bleeding was resolved and the procedure was completed through the use of a second resolution hemostasis clipping device. The patient condition was reported as fine post procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiration date. (B)(4) for the reported event of clip failed to separate from catheter. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.